Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider via company representative regarding a patient receiving dilaudid 4mg/ml at 2.25 mg/day via an implantable pump. The indication for use was non-malignant pain. The patient¿s medical history included chronic pain, obesity and recent tummy tuck. On (B)(6) 2019 it was reported the patient had wound breakdown at existing left pump pocket site; possible infection. The environmental, external or patient factors that may have led or contributed to the issue was obesity and the patient had a tummy tuck in the last several months. The pump was explanted, and was sent for culture. A new pump and pump portion of catheter was placed on right side. The issue was resolved and it was noted that the healthcare provider would not have any further information regarding the event. The patient status was noted as alive, no injury and no further complications were reported or anticipated.